Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and was informed that a replacement pump with updated software would be sent. The customer acknowledged the instructions for placing the old pump into storage mode and returning it to tandem.